Manufacturer narrative:
The customer reported receiving several "no sensor detected" alerts per day. The customer began experiencing this issue right from the day of sensor insertion on (B)(6) 2024. The customer reported receiving a weak signal in only one spot and moving the transmitter in any other direction resulted in loss of signal. A review of the data management system (dms) revealed that the customer received an average of 16 "no sensor detected" alerts per day. The issue was then escalated to technical support team who determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. Additionally, the customer was informed that the presence of bandages may weaken the connection between the transmitter and the sensor. Customer was also given tips about the transmitter placement. However, the issue still persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer scheduled an appointment with the hcp for sensor replacement. A new sensor was inserted which can be easily detected in the placement guide and "excellent signal" strength was achieved.the most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.